Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 04-sep-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 29-aug-2022, UDI#: (B)(4) g2: the country of the event is nl h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the lead leading to insufficient pain relief of the therapy. Regarding contributing factors, normal use was noted and that the patient reported no abnormalities like a fall, sudden movement etc. They did an impedance check with the tablet, which showed high impedances on electrodes 1,4,67. They tried to reprogram but this did not lead to sufficient pain relief. Surgical intervention was performed for replacement of the percutaneous lead due to high impedances on the old lead. The issue was resolved at the time of the report.

Manufacturer narrative:
H3. Device analysis for lead va2gja3006 revealed conductors 1, 3, 4, 6, 7 were broken 22.0cm from the distal end. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Device analysis for lead (B)(6) revealed conductors 2, 4, 7 were broken 17.5cm from the distal end. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the leads. B17, c20, and d14 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.